Event description:
During surgery in 2008, the sales representative reported that the surgeon put the speedlink on the rod and malleted the speedlink in place with the diamond driver. When attempting to lock down the left cam it would not turn completely. The product was taken out and replaced with another.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon return of the product.